Manufacturer narrative:
(B)(4).

Event description:
It was reported there have been several patients who have missed their refill dates and the pumps have been empty. No further information was reported.